Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced difficult safety mechanism/needle disengagement (removal) during use. The following information was provided by the initial reporter: according to the nurse's feedback from the CT room, when the guide wire(needle) was going to pull out after successful puncturing, it was found that the wire could not be completely disengaged.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: a device history record review was performed for provided lot number 8115960. The review did not reveal a detected abnormality during the production process that could have contributed to this reported incident. One physical sample and picture samples were received for evaluation by our quality team. Through examination of the samples, the team observed the safety device was not activated completely. This type of defect could result if the instructions for use are not carefully followed. Based on the investigation results, an exact manufacturing defect for this incident could not be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced difficult safety mechanism/needle disengagement (removal) during use. The following information was provided by the initial reporter: according to the nurse's feedback from the CT room, when the guide wire (needle) was going to pull out after successful puncturing, it was found that the wire could not be completely disengaged.